Event description:
The ge oec 2800 uroview fluoroscopy system did not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective surge suppressor pcb. The surge suppressor pcb was replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.